Event description:
Reporter stated the customer was hospitalized on (B)(6) 2014 with hyperglycemia of 31.8 mmol/l and ketosis, and it is believed the insulin delivery of the infusion device is too low. She received stationary treatment of insulin via perfusor. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.